Event description:
During implementation of the bypass the surgeon usually fills up the graft with a salt solution to avoid torsion and to be able to connect it safely with both ends of the vein. During this procedure he found that the salt liquid could escape too easily through the graft wall and when he disconnected the clamps which kept the vein closed, too much blood went out of the wall. He decided to immediately replace the graft with another one from the same reference. He put the new one using the same procedures, the problem did not re-occur and he finished the intervention successfully.

Manufacturer narrative:
The graft was returned dry in no fixative, in the original graft tray. The graft was yellow in appearance. The qc records for this lot of graft material were reviewed and no abnormalities were found. All records, data and observations indicate that the product was manufactured according to specifications. All mechanical properties, including the water entry pressure, for this lot of grafts were within specifications. The likely cause of weeping in this graft was the forcing of saline through the graft wall, especially while clamped. The instructions for use for advanta ptfe grafts specifically state: ¿do not pre-wet the advanta ptfe graft by exposure to organic solvents such as alcohol or force aqueous solutions through the graft wall as the hydrophobic properties of the graft may be effected, which may result in excessive serum leakage and/or seroma formation¿.